Manufacturer narrative:
Facility experienced an event with proximate heavy wire linear stapler on 5/6/97 while performing a unk. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #973148. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: cartridge batch number, cartridge position, and number of staples returned in cartridge, not returned; casing position, and retaining pin position, back; hook shroud condition, good; instrument serial number, 131; lockout slide position, unlocked; safety position, locked; and trigger position, open/locked. Functional tests & results: hook shroud condition, knob collar lockout slot condition, and lockout slide tip condition, good; indicator function properly, safety disengage properly, staples fire properly, and staples form properly, yes; and indicator setting when firing, 2.5. Analysis conclusion: based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was fired with a reload cartridge and fired and formed staples across the entire staple line with no difficulties noted. The mfg engineer has been notified of the reported incident. Co strives to understand each incident as it is reported in order to continuously improve the products.

Event description:
It was reported the tlh60 was used during an unknown procedure. The rep was given the box stating "staples did not close." There was no consequence to the pt.